Manufacturer narrative:
Made to the aware date of the out of range impedance. Aware date should be (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on december 3, 2018. They reported that the cause of the out of range impedance had not yet been determined, and that the date of the ins replacement was still unknown since it has not yet been scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient was has an implantable neurostimulator ins) for cervical radiculopathy. It was reported that on (B)(6) 2018, the patient had fallen. The patient met with a rep on (B)(6) 2018 to have the ins interrogated. The ins was found to have reached the end replacement indicator (eri). Additionally, an impedance check found electrode 9 to be out of range. The patient was still getting great coverage at their pain areas and they confirmed that their stimulation coverage had not changed following the fall. It was noted that the doctor is planning to replace the ins due to the ins getting close to normal battery depletion; the ins was implanted in (B)(6) 2010. No symptoms were reported. No further complications were reported or anticipated.